Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited erosion. Reportedly the system was explanted due to infection. A revision was performed and the ra lead was explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.